Manufacturer narrative:
The technician found that the caster wheels were worn. He replaced the brake/steer and brake casters to repair the bed.

Event description:
Information received indicates the brake is not holding.